Event description:
During the eval, a spectrum pump powered off w/o user input. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The eval confirmed and reproduced the device to power off w/o user input. It was determined that this was caused by a seized motor and as a result the motor has been replaced.